Event description:
The customer performed control tests and received a result of 523 mg/dl. The normal control range was 106-145 mg/dl. No adverse events were alleged. Product is not returning for evaluation.

Manufacturer narrative:
Three unsuccessful attempts were made to contact customer to obtain additional product information. Invalid phone number and no listing. Invalid serial number was given by customer. Was not able to advise customer to return product. Therefore, sections d4 and h4 have incomplete information.